Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device failed chiller efficiency test on automated calibration and test system (acats). The device received an error 85 (chiller efficiency test failed), temperature of 9.97 out of range. The root cause was due to the chiller failing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller unit. The unit failed the chiller efficiency test on acats. Error 85: chiller efficiency test failed. Temperature of 9.97 out of range. Chiller unit was replaced. The power cord has a cut in the line and requires replacement. Power cord was replaced. The condenser coil was cleaned. The unit passed all tests, is functioning properly and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as this is not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device failed chiller efficiency test on automated calibration and test system (acats). The device received an error 85 (chiller efficiency test failed), temperature of 9.97 out of range. The root cause was due to the chiller failing. Per sample evaluation results received on 20jan2023, the root cause of the reported issue was due to a failed chiller unit. It was reported that the power cord had a cut in the line and required replacement. It was noted that the power cord and chiller unit were replaced.